Event description:
It was reported the pt is experiencing discomfort at his scs ipg site. The pt would like to have his ipg relocated. Follow-up on (B)(6) 2014 identified the pt's ipg pocket was revised on (B)(6) 2014. The ipg pocket was relocated higher above the pt's belt line. Effective stimulation was reportedly restored and the pt reported he was satisfied with the new location of his ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.